Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements to out-of-range values currently. Technical services (ts) was consulted and urgent lead troubleshooting to exclude lead integrity failure was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The lead remains implanted; therefore, product analysis could not be performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements to out-of-range values currently. Technical services (ts) was consulted and urgent lead troubleshooting to exclude lead integrity failure was recommended. No adverse patient effects were reported. This rv lead remains in service.